Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The following repair activities were performed: "tornado": preventive replacement of o-rings performed according to sb13f317. Motor does not turn: motor replaced. Motor corroded - motor replaced. Protective conductor resistance out of tolerance motor cable replaced. Motor cable corroded motor cable replaced. Defective o-rings replaced. Fluid ingress into the system is the possible root cause for the corroded motor and the cable resistance being out of tolerance. The cable is corroded and resistance is out of tolerance which could cause the short circuit in the cable, therefore the complaint is confirmed. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via mail that the tornado shaver handpiece needs service. When the shaver is activated, a short circuit occurs. The motor is damaged. No further information.